Event description:
The daughter of a (B)(6) female patient called zoll customer support to report that the pt was receiving battery faults. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the battery was to recharge or power up a monitor. The cause for the battery failure was isolated to a blown battery fuse. The root cause for the blow battery fuse could not be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.